Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device implant the rv lead was tested and it was noted that it did not convert the patient out of a ventricular arrhythmia due to lead being dislodged. The lead was explanted. The patient did not experience any symptoms.